Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that navigation accuracy out of tolerance. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The surgeon indicated during the procedure that navigation appeared to be off 2-3mm into the bone when the instrument was sitting on the bone. The surgeon checked immediately after a spine on the same level as the spinous clamp. There was no impact to the patient and there was no reported delay to the case. It was later determined that the cause of the issue was the imaging system navigation accuracy was out of tolerance.